Event description:
Per the clinic, the patient experienced pain, intermittent shocking sensation at the implant site with and without use of sound processor, poor magnet retention and poor performance with the internal device. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery. The patient was also administered with IV antibiotics during the procedure.